Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft separation occurred. The 90% stenosed lesion was located in a severely tortuous, and moderately calcified atrioventricular groove (av) of the right coronary artery(rca). During a percutaneous coronary intervention (pci) procedure, a guidezilla (tm) guide catheter extension was used. Using this device, the physician attempted to make an unspecified balloon catheter cross the lesion, however strong resistance was encountered and the balloon catheter failed to cross the lesion. A parallel wire technique was performed, but still the device could not cross the lesion. The physician removed the guidezilla (tm) from the patient and noticed that the collar between the guide part and the stainless steel part was separated. The unspecified guide wire used was exchanged for amplatz super stiff (tm), and the balloon catheter could cross the lesion. The procedure was completed with this device. No patient complications were reported and the patient's status is good.